Manufacturer narrative:
G4: 31jul2020 b4: (B)(6)2020 the field service engineer (fse) replaced the power supply to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported that the unit is not switching on. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.